Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient's race is african american. Mentor also became aware that the patient experienced breast pain and breast implant rupture. Reason for device explant and/or reoperation: device extrusion, breast pain, material rupture manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device extrusion. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient who underwent primary breast reconstruction with a 650cc mentor memorygel breast implant on the right side, suffered right breast extrusion, post-operatively. The implant was coming out of the incision. As a result, the patient underwent unilateral removal and replacement with a 300cc mentor memorygel breast implant (catalog: 3503001bc lot: 7295067 sn: (B)(4)) on (B)(6) 2019.